Manufacturer narrative:
Product event summary: at analysis the unit passed its incoming testing. It was noted that the upper case was broken. The unit was to be cleaned and inspected, its upper case replaced and it was then to be retested on the automated test system.

Event description:
It was reported that the external pulse generator turned off on its own. It was also requested that annual maintenance be performed while it was in for service. The generator was returned for service. It was determined though follow-up that there was no patient involvement.